Event description:
Pci was performed on this pt who presented for emergent treatment of three de novo lesions in the rca of unknown length and diameter. The (class c) eccentric lesion in the proximal rca was characterized as bifurcated,tortuous and ostial. The lesions in the mid and proximal rca were characterized as eccentric and tortuous. There were no pre-procedure medications. Intra-procedure medications included asa 100 mg/day, ticlopidine hydrochloride 200 mg/day and cilostazol 200 mg/day. Acts were not measured.